Event description:
Report received of multiple undocumented incidences of "split" tubing during power injections of contrast media. These events have reportedly occurred over the last six months "or more". The injector was connected to the clave sites proximal to the pts. Omnipaque or busipaque contrast was injected with a medrad power injector at 1.5-2ml/sec with a psi of 300. The total amount ot be injected was 100ml. After the pts received approximately 20ml, the tubing split. An unspecified number of pts were "sprayed" with contrast, but there were no reported skin reactions. The customer reported that there was bled back on an unspecified number of the pts. The blood loss was described as "minimal" and the IV access was "usually" maintained. The customer reported that all the procedures were completed and there were no reported adverse pt effects.